Event description:
Customer reported an abo mistype on the galileo. The sample typed as an o positive on the galileo on the reflex fwd assay and the fwd_aborh assay and as a positive in tube. The customer used anti-a lot # 101676.

Manufacturer narrative:
The customer submitted sample for investigation testing. Although all segments typed as expected, adherence and rings around the perimeter were observed with lot 101676. Fwd-aborh testing was performed on in-house galileo with anti-a, lots 101676 and 101672, anti-b series 3, lot 203228, anti-d series 4, lot 504694, and monoclonal control, lot 492027 using group a1, a2, b, and o donor segments. All donor segments typed as expected. A review of the DHR of lots 101663, 101672, 101674, 101675/676, and 10677/678 was conducted. No deviations from procedure were found in review of the dhrs. Testing performed with retention anti-a, lot 101673, 101674 with in house donor samples revealed type a red cell sticking in the anti-a wells. To prevent the sticking, in house studies found that pipetting the reagents into the wells before the sample red cells greatly reduced the sticking. In house comparison testing of the new reagent-first pipetting order to the existing sample-first pipetting order showed no unexpected negative anti-a reactions with the new pipetting order. Some unexpected negative reactions were observed during testing with the current assay. Customers were notified of the modification to the assay on 9/20/07.this facility had the modified abo assay software installed. According to the galileo operator manual,forward only abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur, such as an a sample being interpreted as a group ab, or an rh (d) negative sample being interpreted as rh(d) positive. For this reason, abo-rh results should always be compared to the patient or donor's history.